Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis, it was determined that no interrogation was possible with the radiofrequency head and that its cable was damaged. It was additionally noted that its light-emitting diode display was cracked and that the anti-slip layer was ripped off the label. The cable, label and upper case of the radiofrequency head were replaced to resolve all. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned as an apparent associated device subsequently tested out of specification during manufacturer's analysis.